Event description:
Event description guidant received information that patient presented for a non-device related procedure. An evaulation of the implantable cardioverter defibrillator (ICD) at that time noted the r-waves had dropped and a loss of capture was noted at 10 volts. The pacing impedance measurement test could not be performed. It was further reported that the electrograms were free of noise.